Event description:
Note: the event date is unk. It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, the monopolar connector on the unit is loose; if the connector is jiggled, it intermittently transmits power. No further info regarding the pt or procedure was available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).